Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent and abdominal pain. On the same day as onset, the patient began treatment for the peritonitis with fortaz, 1 gm, daily for 2 weeks and ancef, 1.5 gm, daily for 1 week (routes not reported). Five days after peritonitis onset, the patient was hospitalized for the event (treatment given in the hospital was not reported). Twenty two days later, the peritonitis was resolved, the patient was recovered from the event, and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.